Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report: 3006705815-2019-00975, reference MFR report: 1627487-2019-03434. It was reported the patient experienced a rash and itching all over their body following the system implant on (B)(6) 2018. X-rays were taken and look normal. As a result, the physician has ordered a contact materials kit for further testing.

Event description:
Reference MFR report: 3006705815-2019-00975; reference MFR report: 1627487-2019-03434. Based on information received, the results of the allergy test showed the patient is responsive to stainless steel, silicone, and poly-ks. The provider does not think the rash is due to the scs system. No intervention is planned.